Manufacturer narrative:
Reported event: leg holder is splinter at top, spd noticed when putting together. Case type: no associated procedure. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate 46 devices were manufactured under lot no 201843071007, and accepted into final stock on 07/18/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot number 201843071007, shows 01 additional complaints related to the failure in this investigation, pr (B)(4). Conclusions: the event could not confirmed as the product was not available for inspection. Per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3: device not returned.

Event description:
Leg holder is splinter at top, spd noticed when putting together. Case type: no associated procedure.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Leg holder is splinter at top, spd noticed when putting together. Case type: no associated procedure.